Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s parent, on (B)(6) 2025, the patient was treated with 10gram of carbs, but despite this, the blood glucose reading went down, and the patient went pale and lost consciousness. It was unknown what the cgm reading was, but it was alleged that the cgm reading was inaccurate. The patient was brought to the hospital and when a fingerstick was taken at an unknown moment, the cgm reading was 58 mg/dl, and the blood glucose reading was 65 mg/dl. The patient was treated with a glucagon injection, and 10 grams of apple juice. The patient would have had low calcium. No further medication was reported. The patient was discharged after 7 days. The reason for the duration of the hospitalization was unknown. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 health effect - clinical code - 4581 - was used as there was no code available for hypocalcemia.